Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger. The following information was provided by the initial reporter: "the black rubber seal has a leakage, the medication in the syringe (antibodies) partially leaked on the protection pad."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/9/2020. H.6. Investigation: one used sample and (B)(4) sealed samples were received for investigation by our quality team. Through visual inspection of the used sample, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. The sixty unused samples were evaluated, there was no damage on any of the product and the stopper was verified to be properly assembled onto the plunger. A device history review was performed for the reported lot 2007073 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Twenty of the unused samples were used to perform leakage testing, in all case the product functioned properly and no leakages occurred. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the plunger. The following information was provided by the initial reporter: "the black rubber seal has a leakage, the medication in the syringe (antibodies) partially leaked on the protection pad."